Manufacturer narrative:
Follow-up: (B)(6) 2016: contact reported that customer is in the hospital for radiation therapy for a terminal illness unrelated to diabetes. Customer has discontinued use of the pump because the rehab program that they are in does not accept insulin pumps. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels; however, no specific values or event dates were provided. Reportedly, customer was being treated with insulin using the sliding scale for dosing. Multiple attempts were made to obtain further information from the customer, however, the customer has poor speech and is difficult to understand. Contact reported that the customer has cancer which may be terminal. No additional information was provided on the reported event.